Event description:
Philips received info from a consumer site that the technologies encountered a pulmonary embolus (pe) artifact on a tri-rule study from the brilliance ict scanner. The customer reported that the resident read the study as having a pe, but the radiologist reviewed the study and did not read it as a pe. There was no report of an injury, misdiagnosis, or mistreatment.

Manufacturer narrative:
This report is being filed as a result of a retrospective review of philips healthcare complaints back to january of 2007. The customer provided images and raw data from both the 64 slice scanner and the ict scanner to philips for review. The customer reported that they are not seeing the same pe artifact on the brilliance 64 slice CT scanner. Philips reviewed the info and determined that a sharp edge appears on images when using the cardiac filter and that there was no pe artifact. Philips eval concluded that the reported event was likely due to the cardiac filters being misinterpreted by the user. (B)(4).